Event description:
New information revealed no device malfunction. The device was behaving per specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation the pulse generator exhibited inappropriate rate response. The patient would be monitored.